Manufacturer narrative:
Additional information was provided in h3., h6 and h11. A non-health care professional reported that during intraocular lens (iol) implant procedure, the injector remains stuck. So, the lens was not implanted. The surgery was completed on the same day with another unspecified backup lens. There was no patient contact. A sample was not received at the manufacturing site for evaluation for the report of the injector remains stuck; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implant procedure, the injector remains stuck. So, the lens was not implanted. The surgery was completed on the same day with another unspecified backup lens. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during intraocular lens (iol) implant procedure, the injector remains stuck. So, the lens was not implanted. The surgery was completed on the same day with another unspecified backup lens. There was no patient contact.